Event description:
A valiant navion stent graft system was implanted during the endovascular treatment of a 70mm x 46mm thoracic aortic aneurysm. It was reported that during a review of a follow up CT images taken on the four days post implant that, the core lab observed a type iiia endoleak between the stent grafts with sn (B)(6). No stent ring enlargement was found. Fractures were not examinable due to the stent overlaps and quality of the scan. It was said the seal between the two stent grafts was compromised by snorkels. No issue was noted on stent graft sn (B)(6). No additional clinical sequelae was performed and the patient will be monitored. It was reported that the patient expired approximately 2 years and 7 months post index procedure. The death was noted as aortic-related due to stent-graft infection/sepsis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.